Event description:
An error message was reported with the adc device. Customer received an unspecified sensor error message and was unable to obtain readings. As a result, customer experienced symptoms of a loss of consciousness, nausea, cold, sweaty, shortness of breath. Customer was unable to self-treat and had contact with a healthcare professional (hcp) who provided intravenous glucose and potassium for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. A follow-up report will be submitted if product is returned or additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected for g4 - PMA/510(k) # as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received an unspecified sensor error message and was unable to obtain readings. As a result, customer experienced symptoms of a loss of consciousness, nausea, cold, sweaty, shortness of breath. Customer was unable to self-treat and had contact with a healthcare professional (hcp) who provided intravenous glucose and potassium for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product no product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the serial number provided by the customer ((B)(6)) and previously reported to the FDA was not a valid serial number.  Therefore, section d4 was updated to unknown.